Event description:
Rec'd report of safeset port popping out of the set. A pt was undergoing emergency surgery for cerebral aneurysm. During the procedure, the anesthesiologist drew blood gases from the stopcock near the transducer with a 3cc blood gas syringe. When flushing the line after the blood draw (via the line flushing system) the safeset port popped off. Blood loss of 20cc was reported. The anesthesiologist initially covered the site with his hand, so concern was voiced about potential for user blood exposure and pt infection. No pt harm reported.